Event description:
The dealer states that the device has a broken at a weld. No further information is available. The weld under the back rest support has broken on the right hand side where it connects at the frame.